Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory through review of the reset log in the device image. The device was tested on the bench and no anomalies were found. The cause of the bvvi was undetermined.

Manufacturer narrative:
Addition to initial device evaluation narrative: the device was programmed to dual-chamber antibradycardia pacing (ddd) and tachy was programmed to off. It is believed the device did reset and it was reprogrammed. Session records were requested, but not available. The cause of the backup vvi (bvvi) remains undetermined. The device was tested in the laboratory and functioned normally. A battery performance alert (bpa) was observed, but due to the lack of data, it could not be determined if the bpa was appropriate.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency department due to backup vvi mode on the implantable cardioverter defibrillator. The device remained implanted and was being monitored. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information notes the patient received a shock before presenting at the hospital in back up vvi mode 04/05/19. Programming changes were made and the device was restored successfully. Ten days later a battery performance alert (bpa) for advisory was received on 04/16/19 via remote transmission. No ventricular tachycardia or fibrillation episodes or shocks were noted. The patient was stable and admitted for surgery. The device was explanted the next day. The patient was stable before, during and after the procedure.